Manufacturer narrative:
At this time the device remains implanted and is not available for evaluation. The cause of the failure cannot be determined.

Event description:
It was reported that "in 2005, [the patient] wanted to explant the implant and went to hospital, then x-rays found one screw wasbroken. The implants [are] still in patient."